Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an inaccurate deliver issue with their pump. The reporter stated that the patient had a blood glucose of 342 mg/dl with symptoms of extreme thirst. The alleged blood glucose excursion does not meet animas criteria for a serious injury. The reporter reviewed the pump history with a customer technical support representative and found that the pump was not recording boluses correctly. The patient¿s healthcare provider made adjustments to the pump¿s basal rates in response to the alleged blood glucose excursion.

Manufacturer narrative:
Date of submission 23-may-2018 the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: a review of the black box showed all bolus totals added up correctly with the total daily dose amounts. The pump passed delivery accuracy testing and all other required testing. No history recording or delivery defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.